Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fb-18v is available in the USA with a 510k number k951199. We checked the returned unit and confirmed that the bending rubber missing. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber. In addition, we confirmed that the operation channel buckled, the insertion flexible tube (ift) buckled, the angle wire play, the insertion flexible tube (ift) leak, the distal body dirty, the objective lens unit dirty, and the insertion flexible tube (ift) lump/wave; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, based on the technical report "hr-rpt-0581(bending rubber)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Bending rubber missing.